Manufacturer narrative:
The catalog and lot numbers were not available; therefore, the manufacturing date, expiration date and UDI can not be provided. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this complaint, with associated reference numbers of 2954740-2016-00004 and 1058196-2016-00003.

Event description:
As reported by a healthcare professional, during coil embolization of a 2.8 x 2.4mm unspecified aneurysm, resistance was felt between the second coil, a deltapaq coil (cdf10015430/c20159), and the prowler 14 microcatheter (lot/catalog numbers unk) when being deployed to the aneurysm. The coil had to be removed with the microcatheter and after removal, the coil was found to be stretched. It was unknown if the coil was partially in the aneurysm and partially in the microcatheter or if the coil may have been entangled with the previously implanted coil. Another coil was used to complete the procedure. It was reported that a continuous flush had been maintained through the microcatheter, and the microcatheter did not appear damaged. The microcatheter had not been re-shaped prior to use. There was no report of patient injury or clinically significant delay in the procedure.

Manufacturer narrative:
Complaint conclusion: as reported by a healthcare professional, during coil embolization of a 2.8 x 2.4mm unspecified aneurysm, resistance was felt between the second coil, a deltapaq coil ((B)(4)/c20159), and the prowler 14 microcatheter (lot/catalog numbers unk) when being deployed to the aneurysm. The coil had to be removed with the microcatheter and after removal, the coil was found to be stretched. It was unknown if the coil was partially in the aneurysm and partially in the microcatheter, or if the coil may have been entangled with the previously implanted coil. Another coil was used to complete the procedure. It was reported that a continuous flush had been maintained through the microcatheter, and the microcatheter did not appear damaged. The microcatheter had not been re-shaped prior to use. There was no report of patient injury or clinically significant delay in the procedure. The device was not returned for analysis. In addition, since the lot number was not available, a DHR review could not be performed the coil resistance and stretching was confirmed; however, since the microcatheter was not returned, it cannot be confirmed if this device contributed to the event. While the exact root cause cannot be determined, the evidence highly suggests that the contributing factor may have been due to the coil becoming temporarily anchored on the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter which may have also produced resistance from distal interference or from the anchoring effect. When the coil was retracted for repositioning, the anchored coil stretched. It was not reported if a one to one movement was observed. If this occurred then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the prowler 14 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated reference numbers of 2954740-2016-00004 and 1058196-2016-00003.